Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that: the gynecologist was performing a polypectomy on a patient using their bigatti shaver. As he was activating the shaver he noticed that the tip of the blade in the inner sheath had broken off and was resting in the patient's uterus. The dr then had to retrieve the piece of metal using a bigatti grasper via the bigatti telescope. The piece of metal was removed and there was no injury to the patient. Due to the prolongation of surgery (40 minutes), this case is deemed reportable.

Manufacturer narrative:
Additional information is provided in section d10. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).